Manufacturer narrative:
Clamp was not returned for evaluation. Date code ba1 given on the report indicates the clamp was made in 1-1979. The instructions for use state the following: the clamp must never be used if component parts are damaged, missing, clearly worn or the assembly does not perform as described. Prior to each use, always insure that plate and bell (stud) are the same size. Prior to initiating the surgical procedure you must insure that expected clamping function has been properly achieved. Important: some bleeding may occur and/or some sutures may be required depending on the prescribed surgical technique.

Event description:
It was reported that during routine circumcision using 1.3 cm gomco the entire device detached from the penis as the foreskin was incised, thus the clamp was no longer providing any control of bleeding. Bleeding was controlled with hemostats and silver nitrate at the discomfort of the infant. The gomco with foreskin attached is left as is for technical evaluation for cause of failure.